Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA #2666889 and sa #ucc-21-4076-sa. Per CAPA #2666889 and sa #ucc-21-4076-sa: "the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool." The device was evaluated upon receipt. The leak from drain port was observed. Replaced drain valves. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flow was low. Per sample evaluation results on 07feb2025, there was leak from drain port was observed. Manifold harness also had issue that required replacement. Alarm 75 due to low flow, caused by failed flow meter and failed manifold harness.